Event description:
Rn noted heparin lock leaking and was unable to flush device. IV was removed, however, tip of plastic catheter remained in the vein. Package insert not maintained. IV was in place prior to issue.